Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that their ins was not functioning properly. Previously, they were always able to feel the vibrating sensation, but now, when they tried to turn it up, there is no change and the sensation remained constant. Pt mentioned experiencing a burning pain and stated that they needed to increase the settings but were unable to do so. They mentioned that there was only one available setting, which was not very high. Pt stated that they were previously able to increase their settings temporarily and then lower them again as needed. Pt confirmed they are currently in group a and indicated that they have not been set up for any other group. Agent had patient try to increase the intensity for group a; patient reported that the 1.2 setting used to feel much stronger, but now, even when increasing it to 1.8, there was no noticeable difference. Pt confirmed that the therapy was on, and they could feel some stimulat ion, but it was minimal. Due to worsening burning sensations, the patient attempted to increase the intensity but was unable to achieve their desired level of stimulation. Agent also had pt try to switch to group b with intensity at 6.8, but they still couldn't feel any relief. They tried to go higher but nothing changed. The patient was redirected to their hcp to further address the issue. Pt stated that this issue has been going on for a while. Agent clarified; pt stated that this issue started this year. Patient rep and patient called back requesting to connect with rep. Patient has an upcoming appointment with their hcp tomorrow at 11:45 am and they were advised by their hcp to get in touch with a rep to meet them at the office. Patient confirmed that their stimulation was on but they weren't able to feel stimulation as they normally would after increasing to 1.6 to 1.7. Agent sent an email to field for visibility.

Event description:
Additional information was received from patient (pt) who reported that the cause of the burning pain, inability to increase stimulation, and not feeling an increase in stimulation was unknown, but the patient suspected it was related to the controller and not the implant. The patient¿s husband tried different settings on the controller, and the patient could feel stimulation. The issue resolved. The patient stated they were likely using the wrong program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.